Event description:
As reported to customer relations: the hub disconnected from the sheath during the case; while the physician was manipulating the device. The device was removed and another flexor raabe guiding sheath was used to complete the procedure without difficulty. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.